Event description:
During esophageal motility study staff rn was unable to insert catheter and perform procedure. Probe got into esophagus and gave resistance. Probe removed and visible bend in tube noticed that was there prior to insertion. Second probe was then utilized for successful procedure with this patient.